Event description:
It was reported that the user¿s ilet was operating in bg run mode during a transition from a g6 to a g7 cgm, and the user required guidance to start the new sensor. Symptoms included no reported hypoglycemia, hyperglycemia, or alarms. Outcomes included no impact to health or need for medical care. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed that the device functioned as designed and that user setup error during cgm transition precipitated the bg run mode; the system returned to normal operation after correct sensor start. It was concluded, based on previously established findings for similar reports, that user understanding and setup contributed to the event.